Event description:
Customer reported the right loading site is not loading properly and the batteries no longer charge for device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigations revealed the contacts were worn, damaged, bent and cracked. The device was repaired, tested and returned to the customer on (B)(4) 2013. Placeholder.